Event description:
I fell on my chest and went to the emergency room and needed to have imaging taken - it was detected that at least 1 implant was ruptured and heavily calcified, and other implant was possibly ruptured but not confirmed because MRI was not done just a CT. Pain and capsular contracture began from year 2 of implantation. Rupture on left side- right side inconclusive. Allergan was notified via telephone but was not at all concerned. Reference report: mw5115040.